Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient had low speed alarms 3 separate times during the day; however, the patient reported no symptoms. At the hospital x-rays were taken, the patient cable and driveline were inspected and no damage was seen. The patient's system controller was replaced. The system controller's event history was reviewed and reductions in speed were accompanied by elevated power and potential driveline wire shortage was seen.

Manufacturer narrative:
The patient remains on lvad support with the pump and the replaced system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.